Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions there were non-reportable are as follows: due to clogging of nozzle the water supply volume did not meet the standard value. The scope cover (s-cover) was deformed. Due to burn on plastic distal end (c-cover) the insulation resistance value at distal end did not meet the standard value. Due to clogging of nozzle, no air was fed. Due to wear of angle wire the bending angle in down direction did not meet the standard value. The c-cover had a dent, adhesive on bending section cover (a-rubber) had wear, adhesive on (a-rubber) lifting, and the connecting tube had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material was found inside the air/water (a/w) tube and cylinder and the nozzle. There was no patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The supplemental medwatch reported the device had foreign material stuck in the device. However, the device was returned without reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.